Manufacturer narrative:
(B)(4). This lot was manufactured between may 17, 2012 and may 18, 2012. Baxter received the unit for evaluation. Visual inspection showed no evidence of a missing tip or components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing its "top tip". There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.